Event description:
It was reported that this left ventricular (lv) lead was exhibiting loss of capture. The patient reported anodal stimulation. This lv lead remains in service. No additional adverse patient effects were reported.